Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 22mmol/l with symptoms of fatigue associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued pump therapy. The reporter noted that the pump had no power. The reporter denied any damage to the battery cap or battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016: additional information: the reporter followed up with animas on 04/04/2016, stating that the power issue was related to bad batteries and that there was no issue with the pump. The pump is not being returned at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.